Event description:
Two false negatives on mckesson preg tests - when sample sent to the lab, the pt actually was preg. Lot # hcg8060144.

Manufacturer narrative:
Control lot: 100miu/ml hcg urine control lot: hcg081008-01. 25miu/ml hcg urine control lot: hcg080401-03. 227.0iu/ml hcg urine control lot: hcg080813-02. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml and 227.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Probably root cause: pt 1: it is stated in complaint info that serum quant done 3 weeks later was 100000miu/ml. Generally, normal pregnancies will have the hcg level double every 48 hrs and urine sample will be influence by many factors, such as drinks too much water. A false negative result may occur when the levels of hcg are below the sensitivity level of the test at that time. Conclusion: the retention strips meet qc specification. No false negative result was observed. So this complaint is not confirmed. Mfg documentation review results: there is no abnormal found in batch review and the product number, product description and lot number was verified.